Manufacturer narrative:
The investigation into the reported high purge pressure (hpp) has been completed since the original report was filed. The purge pressure began to steadily rise over the course of a day before the hpp alarm was triggered and they were in suction conditions. During this time period, there was no additive in the purge fluid. The solution was changed to d5w with 50unit/ml of heparin and the purge pressure was slightly reduced. Tissue plasminogen activator (tpa) was then added into the purge solution and the pressure began to relieve and purge flow increased. The root cause of the high purge pressure is most likely due to a biomaterial occlusion.

Event description:
The user facility reported a 82-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. On day 3 of the support the purge pressure was high and purge system blocked alarms were triggered. As such the team adjusted the purge and used the med affairs information on tissue plasminogen activator protocol. Several hours later, purge flow and pressure returned to earlier levels. No patient harm reported due to the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-05197 was provided in sections b1, b5, d6, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Family and patient decided to withdraw care. The procedure outcome was that patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).